Event description:
It was reported that the bd extension set maxplus¿ clear leaked. The following information was provided by the initial reporter: leakage of infusion/fluid at the extension connector on the set. During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information in section b. Investigation result: no samples were received for investigation, in which the customer has stated: "leakage of infusion/fluid at the extension connector on the set." The product in use at the time is reported to be a mp2005c-0006 from lot 24079210. Further information from the customer has stated that there was no physical damage or deformity observed in the product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24079210 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
During use in cathlab, the extension sets leak from the luer lock connection part. No physical damage or deformity observed. Packaging was mentioned to have a possibility of sun damage as written by customer. User mentioned to have been present.